Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer went into the swimming pool with insulin pump due to it being water proof and insulin pump stopped working after a month. Representative replied to customer.